Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment a fluid leak was encountered. The patient said that during fill 2 of 5 of treatment there were several air detected in cassette warnings. Patient was advised to cancel treatment and when the cassette was removed from the cycler there was fluid in the pump module area and on the external part of the cassette. Fluid leaked from the cassette and the cassette door. In a follow up, the patient's pd nurse reported that the patient did not experience any harm, adverse event or require intervention. The patient is continuing to use the cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment a fluid leak was encountered. The patient said that during fill 2 of 5 of treatment there were several air detected in cassette warnings. Patient was advised to cancel treatment and when the cassette was removed from the cycler there was fluid in the pump module area and on the external part of the cassette. Fluid leaked from the cassette and the cassette door. In a follow up, the patient's pd nurse reported that the patient did not experience any harm, adverse event or require intervention. The patient is continuing to use the cycler with no further issues.